Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed. (B)(4).

Event description:
It was reported the physician implanted a gore® cardioform septal occluder to close a patent foramen ovale. Two hours post procedure a pericardial effusion was detected that required pericardiocentesis. The patient was doing well following the procedure.